Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing set leaked rl solution # 49047 at the connection site of the male luer and the bifuse tubing set. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection was not confirmed. Visual inspection of the set did not reveal any discernible damage or abnormalities. Functional and pressure testing resulted in no leaking. The root cause of the reported failure was not determined.

Event description:
The customer reported that the tubing set leaked rl solution # 49047 onto the patient's bed from the connection site of the male luer and the bifuse tubing set. There was no patient harm.